Manufacturer narrative:
The returned device was evaluated and found the audible alarm was present when the pdm alarms was tested in the device settings. A pod was tested with the pdm and the pdm beeped accordingly during activation, bolus & deactivation. A 2u bolus was delivered. No issues were noted during insulin delivery and the bolus was saved into the device¿s history.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Using the personal diabetes manager 6 / page 73: warning: if the pdm fails to beep, immediately call customer care. If a pod is active and fails to beep, change the pod immediately. Continuing to use the system in these situations may put your health and safety at risk.

Event description:
The patient reported that one week before christmas she was hospitalized due to her omnipod personal diabetes manager (pdm) not generating an alarm notifying her that the pod was no longer delivering insulin. There were no further information regarding the hospital visit, blood glucose levels or to the patient¿s treatment.